Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the paddle is sparked with burning black marked in the short time. The device was not in use on a patient; the issue was identified by the customer.